Manufacturer narrative:
Additional information has been requested, and if made available will be reported in a supplemental. Result and conclusion will be made available following engineering evaluation.

Event description:
The xia lp monoaxial screw 6.5 x 45mm inserted into the body for nine months after the fracture.